Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery depletes faster than expected. In addition, it was reported that a resume pump alarm occurred. Customer continued to use the pump for insulin therapy. The customer's blood glucose level was 123 mg/dl.